Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced ipg movement in the pocket. Consequently, surgical intervention was taken and the patient's physician explanted and replaced the patient's ipg.